Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient's pump did not work right. It was noted the pump had failed. The pump was replaced due to the issue. No event date was provided. No further information was reported.